Event description:
The reporter states back to back testing on inform meter vs. Laboratory of: 11mg/dl on the inform vs. 196 mg/dl from the lab, 21 mg/dl on the inform vs. 196 mg/dl from the lab, 30 mg/dl on the inform vs. 196 mg/dl from the lab. The patient was treated with d50 glucose, no other patient information available. Return requested and replacement was sent.